Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The embolization coil windings were offset. Conclusions: evaluation of the returned device revealed that the smart coil¿s embolization coil winding were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated inside the hub of the microcatheter prior to advancement, the embolization coil may start to take shape and create resistance. If the device is continuously advanced against resistance, damage such as offset coil windings may occur. The offset coil winds likely contributed to the resistance experienced, and may have prevented the coil from being advanced into the non-penumbra microcatheter. Penumbra coils are visually inspected during in-process and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the transverse sinus using penumbra smart coils (smart coils). During the procedure, the physician felt resistance and was unable to advance a smart coil out of its introducer sheath and into the non-penumbra microcatheter; therefore the smart coil was removed. The procedure was completed using the same microcatheter, a new smart coil, and other coils. There was no report of an adverse effect to the patient.